Manufacturer narrative:
A field service tech evaluated the rover and found that power plug was partly melted due to electrical connections becoming loose. The power plug was replaced and the account was trained on not pulling the plug out of the wall by the cord.

Event description:
It was reported that the plug on the rover was partially melted. There was no pt involvement or adverse consequences.